Event description:
It was reported that the mdm liner and head were removed, switched to constrained liner.

Manufacturer narrative:
An event regarding revision involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional and/or device information become available, this investigation will be reopened.

Event description:
It was reported that the mdm liner and head were removed, switched to constrained liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.